Manufacturer narrative:
Two used 25g x 5/8" jelco® hypodermic needle-pro® edge¿ safety devices were returned for investigation. The samples were received inside a plastic container without their original packaging. Visual inspection of the returned samples revealed that the samples needle cannulas were bent upward and sideways (not straight). Additionally it was noted that the needle cannulas were not fully engaged within the needle-pro® edge¿. Both returned samples were then inspected microscopically and no mold defects or processing issues were observed. An attempt to recreate the observed needle cannula bend was conducted on unused samples of the product that were stored in the warehouse. All samples were found to successfully engage into the safety device even when the samples were held at an angle and/or were engaged on a non-firm surface while using excessive force. Additionally, a review of the reported event found that the customer was able to successfully administer the medication prior to attempting to engage the needle which indicated that the samples were not bent prior to use. Investigation was unable to definitively determine a root cause for the bent and broken needle cannulas; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Lot number: the lot was reported as "289001", which is not considered a valid lot number. Potential lot number: 3289001. Potential expiration date: 09/23/2021. Potential device manufacturer's date: 10/11/2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® edge¿ safety device was activated during use and upon activation, the needle bent out of the safety device and the clinician experienced a needlestick. It was noted that the clinician activated the device away from themselves on a hard surface. The clinician was tested, evaluated, and counseled related to the incident. No permanent injury was reported. See MFR: 3012307300-2017-00510 and 3012307300-2017-00575.